Event description:
It was reported that the patient received a full revision due to high impedance and low battery. No other relevant information has been received to date. The suspect device has not been received by the manufacturer to date.